Manufacturer narrative:
Result- siderail, headboard and footboard.

Event description:
It was reported by service report that the headboard and foot board were damaged. It was further reported a siderail was damaged. It is unk if there was pt involvement or if there are adverse consequences to report.